Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract infections that caused kidney infection") in a 24-year-old female patient who had essure (batch no: c35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, groin pain, depression, anxiety, tobacco user, urinary frequency, urinary urgency, dysuria and appendix disorder. Previously administered products included for an unreported indication: yaz, zoloft, xanax and tramadol. Concurrent conditions included hematuria, flank pain, pyelonephritis, gas evolution in intestine, folliculitis, chills, kidney infection, rash, insomnia, insomnia, mastoiditis, cramp in lower abdomen, tenderness, nipple disorder, neck strain, neck pain, menometrorrhagia, ovarian cyst, nausea and vomiting. Concomitant products included clonazepam and valaciclovir hydrochloride (valtrex). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal during intercourse / vaginal pain(vaginal during intercourse)") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On (B)(6)2016, the patient experienced cystitis ("infections bladder/ urinary tract/vaginal) type: bladder and urinary tract infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), 1 year 1 month after insertion of essure. In 2017, the patient experienced fatigue ("fatigue") and kidney infection (seriousness criteria hospitalization and medically significant). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("metro menorrhagia") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017 (hysterectomy with bilateral salpingectomy), oophorectomy (one side removal of ovary) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, coital bleeding and abdominal pain had resolved, the menorrhagia, fatigue, weight decreased, kidney infection, bladder disorder, urinary tract disorder, metrorrhagia, menometrorrhagia and endometriosis outcome was unknown and the cystitis and urinary tract infection was resolving. The reporter considered abdominal pain, back pain, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, kidney infection, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she need for additional surgery current weight 123 lbs. Total of 2 coils were noted extending from the ostium on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain, fatigue, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jan-2019: medical records received: lot number was added. Reporters were added. Patient's race was added. Medical history were added. Reporter causality comment was added. Event dyspareunia (painful sexual intercourse), vaginal during intercourse and vaginal pain(vaginal during intercourse) were clubbed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract infections that caused kidney infection") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz, zoloft, xanax and tramadol. Concomitant products included clonazepam and valaciclovir hydrochloride (valtrex). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal during intercourse") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"). On (B)(6)2015, the patient had essure inserted. On (B)(6)2016, the patient experienced cystitis ("infections bladder/ urinary tract/vaginal) type: bladder and urinary tract infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). In 2017, the patient experienced fatigue ("fatigue") and kidney infection (seriousness criteria hospitalization and medically significant). On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("metro menorrhagia") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain(vaginal during intercourse)"). The patient was treated with surgery (B)(6)2017 (hysterectomy with bilateral salpingectomy), oophorectomy (one side removal of ovary) and ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, coital bleeding and abdominal pain had resolved, the menorrhagia, fatigue, weight decreased, kidney infection, bladder disorder, urinary tract disorder, metrorrhagia, menometrorrhagia, endometriosis and vulvovaginal pain outcome was unknown and the cystitis and urinary tract infection was resolving. The reporter considered abdominal pain, back pain, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, kidney infection, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: she need for additional surgery current weight 123 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received event " abnormal bleeding (general) diagnosed with endometriosis, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract infections that caused kidney infection, kidney infection, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, metrorrhagia, metro menorrhagia, post coital bleeding, abdominal pain, vaginal pain" were added. Reporter, patient and product information were added. Outcome of event " pain, bleeding, pain during intercourse, cramping were updated as recovered and bladder/ uti infection as recovering. Historical and concomitant drug were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract infections that caused kidney infection") in a 24-year-old female patient who had essure (batch no. C35241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, groin pain, depression, anxiety, tobacco user, urinary frequency, urinary urgency, dysuria and appendix disorder. Previously administered products included for an unreported indication: yaz, zoloft, xanax and tramadol. Concurrent conditions included hematuria, flank pain, pyelonephritis, gas evolution in intestine, folliculitis, chills, kidney infection, rash, insomnia, insomnia, mastoiditis, cramp in lower abdomen, tenderness, nipple disorder, neck strain, neck pain, menometrorrhagia, ovarian cyst, nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo provera) in 2015 for contraception as well as clonazepam and valaciclovir hydrochloride (valtrex). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal during intercourse / vaginal pain(vaginal during intercourse)") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced cystitis ("infections bladder/ urinary tract/vaginal) type: bladder and urinary tract infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), 1 year 1 month after insertion of essure. In 2017, the patient experienced fatigue ("fatigue") and kidney infection (seriousness criteria hospitalization and medically significant). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("metro menorrhagia") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2017 (hysterectomy with bilateral salpingectomy), oophorectomy (one side removal of ovary) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, coital bleeding and abdominal pain had resolved, the menorrhagia, fatigue, weight decreased, kidney infection, bladder disorder, urinary tract disorder, metrorrhagia, menometrorrhagia and endometriosis outcome was unknown and the cystitis and urinary tract infection was resolving. The reporter considered abdominal pain, back pain, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, kidney infection, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she need for additional surgery. Current weight 123 lbs. Total of 2 coils were noted extending from the ostium on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain, fatigue, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and kidney infection ('infection (bladder/ urinary tract/vaginal) type: bladder and urinary tract infections that caused kidney infection') in a 24-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "they put 4 coils on one side and 2 on other side". The patient's medical history included headache, groin pain, depression, anxiety, tobacco user, urinary frequency, urinary urgency, dysuria and appendix disorder. Previously administered products included for an unreported indication: yaz, zoloft, xanax and tramadol. Concurrent conditions included hematuria, flank pain, pyelonephritis, gas evolution in intestine, folliculitis, chills, kidney infection, rash, insomnia, insomnia, mastoiditis, cramp in lower abdomen, tenderness, nipple disorder, neck strain, neck pain, menometrorrhagia, ovarian cyst, nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo provera) in 2015 for contraception as well as clonazepam and valaciclovir hydrochloride (valtrex). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal during intercourse / vaginal pain(vaginal during intercourse)") and endometriosis ("endometriosis") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On(B)(6) 2016, the patient experienced cystitis ("infections bladder/ urinary tract/vaginal) type: bladder and urinary tract infections") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), 1 year 1 month after insertion of essure. In 2017, the patient experienced fatigue ("fatigue") and kidney infection (seriousness criteria hospitalization and medically significant). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia"), menometrorrhagia ("metro menorrhagia") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain/ horrible abdominal pain/ stomach cramps"), dizziness ("I was lightheadedness"), anxiety ("sick with taking anxiety medicine"), depression ("I had horrible depression"), upper respiratory tract infection ("its an upper respiratory infection"), peripheral swelling ("it cut my vein in my foot and is still swollen"), intervertebral disc protrusion ("I have two herniated disc in my lower back"), menstruation irregular ("my periods have been horrible and very irregular"), lymphadenopathy ("they said it is a swollen lymph node"), contusion ("with bruising"), osteomyelitis ("infection has gone into the bone"), ear infection ("I ve had ear infection"), polymenorrhoea ("frequent periods"), spondylitis ("arthritis in spine ") and mood swings ("mood swings"). The patient was treated with surgery ((B)(6) 2017 (hysterectomy with bilateral salpingectomy), oophorectomy (one side removal of ovary) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, coital bleeding and abdominal pain had resolved, the menorrhagia, fatigue, kidney infection, bladder disorder, urinary tract disorder, metrorrhagia, menometrorrhagia, endometriosis, dizziness, peripheral swelling, intervertebral disc protrusion, menstruation irregular, lymphadenopathy, contusion, osteomyelitis, ear infection, polymenorrhoea, spondylitis and mood swings outcome was unknown and the cystitis, urinary tract infection, weight decreased, anxiety and upper respiratory tract infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, coital bleeding, contusion, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, ear infection, endometriosis, fatigue, genital haemorrhage, intervertebral disc protrusion, kidney infection, lymphadenopathy, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, osteomyelitis, pelvic pain, peripheral swelling, polymenorrhoea, spondylitis, upper respiratory tract infection, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she need for additional surgery current weight 123 lbs. Total of 2 coils were noted extending from the ostium on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain, fatigue, dyspareunia, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media-dizziness, anxiety, depression, peripheral swelling, intervertebral disc protrusion, device use issue, menstruation irregular, lymphadenopathy, bruising, ear infection, osteomyelitis, frequent periods, spondylitis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs and social media received - new events I was lightheadedness, sick with taking anxiety medicine, I had horrible depression, its an upper respiratory infection, it cut my vein in my foot and is still swollen, I have two herniated disc in my lower back, mood swings, they put 4 coils on one side and 2 on other side, my periods have been horrible and very irregular, they said it is a swollen lymph node, with bruising, I ve had ear infection, infection has gone into the bone, frequent periods, arthritis in spine were added. Outcome of weight loss updated to recovering / resolving. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("back pain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, infection, back pain and weight decreased outcome was unknown. The reporter considered back pain, infection, pelvic pain and weight decreased to be related to essure. The reporter commented: she need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.